Manufacturer narrative:
A review of the device history records found no manufacturing, processing, or design related irregularities. The implants were found to be properly manufactured and released in accordance with the device master record. An evaluation is not possible at this time. The device remains in-situ. If additional information is provided, a supplemental report will be completed.

Event description:
On (B)(6) 2021, a female patient underwent a lateral interbody fusion spinal surgery. Around 5 months postoperatively, radiographs revealed the implanted cage had fractured. No revision surgery has been scheduled. No patient injury reported.